Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "instances of a severe alopecia areata or inflammatory alopecia like reaction around the staples which I have n ever seen before". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Additional information received on 03 jan 2024 states that the procedure being performed was "mohs surgery to three of the patients with intermediate linear repair, and a simple cyst excision with a linear intermediate repair using the staples". Postoperatively, "intervention was required. So far [the patient] has tried intralesional kenalog (steroid shot) to the area, has started them on rogaine, viviscal, and is now trying micro needling the area with prp. Current condition has not improved. Hair loss is still there". Failure mode "skin irritation" could be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. A device history record review was performed, and no relevant findings were identified. If the complaint samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "instances of a severe alopecia areata or inflammatory alopecia like reaction around the staples which I have n ever seen before". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.